Manufacturer narrative:
(B)(4). Date sent: 2/2/2024. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there was any device issues during the procedure? Were there any user issues that occurred due to the device? What was the rational of the surgeon behind the possible relationship of the study device with the abdominal/pelvic pain? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial (B)(4) the patient experienced abdominal/pelvic pain. The relationship to study device is possible and the relationship to the study procedure is probable. The patient was treated with drug therapy.

Manufacturer narrative:
(B)(4). Date sent; 2/14/2024. Additional information was requested and the following was obtained: relationship to study devices value "possible" has been changed to "not related" were there any device issues during the procedure? No. Were there any user issues that occurred due to the device? No. What was the rational of the surgeon behind the possible relationship of the study device with the abdominal/pelvic pain? Not related h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.